Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would get stuck in the jaws of the medium-large clip applier instrument after closure due to the tip being bent. The surgeon was able to push the clip out using his other instrument. Upon closer look, one of the hooks on that jaw was bent inwards (towards the other hook) which was causing the clip to get stuck. The team used another clip applier instrument to proceed with the surgery as planned. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: this happened after the clip was closed during the first clip application. The surgeon closed the medium-large clip applier instrument and successfully applied the clip, but the clip was stuck in one of the jaws afterwards. The surgeon had to push the clip out with another instrument. The issue was related to the clip opening after closure of the clip. The surgeon was using the medium-large green weck clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An image associated with this reported event was reviewed by a failure analysis engineer. Per review, it looked like the tip of the medium-large clip applier instrument grips where the clip is held in place was bent.